Manufacturer narrative:
. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the bending section cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited: clogged nozzle with black debris. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.